Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter inner body was noted to be separated at the distal marker band. The balloon exhibited axially and circumferentially-directed tears. A circumferentially-directed tear, 1.6 cm distal to the proximal seal was noted. The body (within the balloon) was completely fractured, 1.6 cm proximal to the distal tip. The distal balloon segment appeared to contain an axial tear component. The distal tip of the body appeared distorted. At 4 mm proximal to the distal tip a tool-like impression was noted. Traces of blood residue were noted throughout the balloon segments and within the hub. Microscopic examination: light optical examination on the surface of the inner balloon material revealed no anomalies that might have attributed to the axial and circumferential tears. Further evaluation using scanning electron microscopy (sem) on the outer surface of the balloon material revealed no abrasions that might have contributed to the inner body separation. A lot history review revealed that no other complaints of this nature have been received for the products from this lot number. It appears that during attempts to remove the catheter from the pt's vasculature, the inner body fractured. The exact cause for the circumferential tear could not be determined; however, the effect of using the catheter in the subclavian and/or wall stents on the catheter's performance is not known.

Event description:
During attempts to dilate overlapping wall stents within the subclavian, the balloon burst. Attempts to withdraw the balloon resulted in some resistance. During catheter withdrawal, two thirds of the balloon and all of the tip remained within the pt's vessel. The tip segment/balloon fragment were retrieved with a snare.